Event description:
A (B)(6) y.o. Male undergoing cardiac surgery. ~2hrs into procedure, aortic cannula suddenly disconnected at the pre-fabricated connection site on the cannula adjacent to cpb tubing connection. Surgical team immediately created new connection & was able to fill cannula to avoid entry of any air. Procedure completed. No patient harm or adverse effect noted at this time.